Event description:
The facility reports the pt was being lifted from the toilet to a wheelchair. During the transfer, the pt released their right hand from the lifter and slipped at the same time with their right foot from the foot support. As a result, the pt fell, receiving a fractured humerus and femur.